Manufacturer narrative:
The device was received on 9/29/2020 for further evaluation from the manufacturer. Confirmed customer's complaint that the device burnt up a power strip that seemed to have fluid that dripped down on the power strip, causing the ac power cord to spark. Replaced the alternate current (ac) power cord and main power supply. The device then passed a self-test in both ac and direct current (dc) power mode. There was no evidence of fluid intrusion nor contamination inside the device. Replaced the main power supply due to the smell/order of a burnt component. There was no fluid intrusion nor contamination of the power supply. The probable cause for the burned plug at the facility hospital could be but not limited to fluid leaking onto the devices plug and the facilities powerstrip. Causing the facility's plug and the device's plug to short and create a spark. The leakage could be caused by improper setup of IV bags, connectors, or location of the power strip. This plum 360 device functions correctly and passed performance verification (pvt) testing following repairs.

Manufacturer narrative:
The device has not been received by the manufacturer for further evaluation. As additional information is obtained, a supplemental report will be submitted.

Event description:
It was reported that, on an unknown date, an incident with an electrical strip that looks like it shorted out from a fluid leak was found. Additional photos provided, by the reporter, showed a burned relocatable power tap that appears to have had fluids spilled on the upper portion of the power strip, causing it to catch fire and short out. The reporter was also not sure if the event was equipment-related or resulted from leaking IV fluids. The tripped breakers were reportedly reset on the electrical panel. There was no reported patient harm. No additional information is known at this time.